Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced syncope, fainting and loss of consciousness. An in-device check was done as the patient was not feeling well over the last month. Upon routine lead testing the rv lead was found to not be capturing at max output both bipolar and unipolar and with very low r wave sensing. Upon reviewing recent chest x-rays it was found that the tip of the rv lead had changed from its original position. There is no evidence as to what caused the lead change at this time. At this time the rv lead remains in service. No adverse patient effects were reported.